Event description:
Facility reported a leak from the header (23rd use) during pt treatment. The location of the leak was described as "near the connection site for the arterial bloodline." Leak location appears to be at the blood inlet port surface of header cap. Maximum use number is 40. Estimated blood loss 50-70cc. No pt ill effect. No medical intervention. Questionnaire faxed to the don on 7/14/2000 for add'l info. The sample is available for examination. Medwatch filed on the blood loss.